Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock in two separate episodes for atrial fibrillation (af) with rapid ventricular response (rvr). A health care professional (hcp) inquired about programming options. Technical services (ts) discussed potential programming options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.